Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission recorded noted that the right ventricular lead exhibited high capture threshold and sensing problem. No intervention was performed; the lead will continue to be monitored. The patient was in stable condition.